Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues and catheter kink occurred. The 90% stenosed, 30 x 2.75mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. The catheter was recognized by the system during testing. During the procedure, the catheter was kinked and could not show the image. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the telescope and sheath were kinked. The imaging window was twisted and stretched. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing.